Manufacturer narrative:
This device is not distributed in us. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the air/water channel clogged. Based on the result, we concluded that it was caused, due to the inadequate/insufficient reprocessing at the facility on the air/water channel. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.